Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance and difficulty removing the balloon dilatation catheter (bdc) could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: during advancement to the right radial artery, the nc trek met resistance with the moderate tortuosity in the aorta, resulting in the proximal shaft separating outside the anatomy. Resistance was also noted during withdrawal from the aorta. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the shaft of the 2.75 x 20 mm nc trek was noted to be broken during the procedure. There was no additional information provided.